Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment and device embedded in the anatomy appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a de novo lesion with no tortuosity and no calcification in the left anterior descending (lad) artery. During the procedure the balance middleweight (bmw) universal ii guide wire was advanced and a drug eluting stent was implanted in the lad. When the guide wire was withdrawn with no resistance noted, the guide wire frayed [stetched] and separated. Two bare metal stents were implanted to compress the separated guide wire tip to the vessel. The distal portion of the guide wire remained in the patient. There was no clinically significant delay in the procedure. No additional information was provided